Event description:
Follow-up information indicated the patient's leg numbness is improving and the physician plans to monitor progress weekly. No medical interventions are planned.

Event description:
The patient had 3 leads (from the same lot) implanted as part of her axium neurostimulator system. The patient reported she experienced numbness in her leg. A company representative was slated to meet with the patient for reprogramming. No further information has been provided at this time.